Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end and is part of the affected population documented in field action # isifa2024-09 grip cables. A representative image of a broken grip cab is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population documented in pir2024-009, and corrective and preventive actions are detailed in capa1034101.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument was found to have a broken wire. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to opening/closing of the grips. There were no issues related to the left/right(yaw) motion of the grips. No issues related to the up/down (pitch) motion. The wire was not fully broken at the instrument tip, frayed with protruding strands, or loose with no damage. There were no material (fragments) falling into the patient¿s body, or the needle falling into the patient¿s body. The procedure was completed robotically as planned. The issue was resolved by replacing the instrument. The procedure delay was less than 5 minutes. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to opening/closing of the grips. There were no issues related to the left/right(yaw) motion of the grips. No issues related to the up/down (pitch) motion. The wire was not fully broken at the instrument tip, frayed with protruding strands, or loose with no damage. There were no material (fragments) falling into the patient¿s body, or the needle falling into the patient¿s body. The procedure was completed robotically as planned. The issue was resolved by replacing the instrument. The procedure delay was less than 5 minutes. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.